Manufacturer narrative:
The b5 has been updated with the following information: allergan received a report that a female patient was treated to the bilateral back bra area with a fat reduction device, and the area developed bruising to one side, and hardness and visible enlargement to both sides. The device used is not manufactured by allergan.

Event description:
Allergan received a report that a female patient was treated to the bilateral back bra area with a fat reduction device, and the area developed bruising to one side, and hardness and visible enlargement to both sides. The device used is not manufactured by allergan.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated in (B)(6) 2020 with coolsculpting to the bilateral back bra area. Following treatment the area developed bruising to one side, and hardness and visible enlargement to both sides. The patient believes she may have developed paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.